Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned. Data logs confirm that the pump's placement signal was drifting downwards. There are placement signal low alarms at the start and end of the case. There are suction and impella position unknown alarms at the time of both drift events. The clinical states that the pump was confirmed to be in good position. Upon investigation of the pump, no catheter kinks were observed. The pump passed the laser continuity test. The root cause of the optical signal drift issue was most likely a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the placement signal drifted, triggering a false suction alarm and preventing operation above performance level p4. The sensor was re-zeroed, which resolved the issue and allowed appropriate support at a higher performance level. Pump support continued without interruption, and the patient remained unharmed.